Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/08/2017 that on (B)(6) 2016, the patient experienced an adverse event. Patient reported her blood glucose (bg) was at 30 mg/dl. Patient's bg dropped to 25 mg/dl and she lost consciousness. Patient's mother called 911. Patient was taken to hospital. It is not known what treatment patient received. There was no alleged device malfunction. At time of contact, patient is good. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.